Event description:
It was reported that the pump ¿may be alarming.¿ further discussion revealed the alarm sounded like a non-critical alarm. The patient stated that their physician had pulled 60 cc¿s of a bloody substance from around the pump, and it was unknown if it was a mixture of blood and medication. It was further stated that it was not completely blood. The patient stated that were still having pain, and that they were having more pain than what they normally had. The patient stated that had more numbness in their right leg. The pain started about three days ago, and the numbness started about four days ago. The patient¿s last refill was noted to have been on (B)(6) 2012. The patient¿s next refill was scheduled for the medications used within the system were dilaudid and baclofen. On (B)(6) 2012 as ¿they only filled the pump enough for their next appointment.¿ it was later reported that the patient came in to the hcp¿s office because their alarm was going off. It was noted that when the patient was refilled on (B)(6), her alarm date showed (B)(6). Her alarm then started going off, so the patient came in and after interrogating the pump, the alarm date was today, (B)(6) 2012. Nobody was noted to have touched the pump on (B)(6). The logs revealed the alarm was due to a low reservoir alarm, and that there was 1.3 ml left in the pump. Further discussion revealed that the pump was not updated on (B)(6), and it was suspected that was why the pump had been alarming. It was later reported that on (B)(6) that the pump was not reprogrammed after the patient¿s refill so the incorrect volume was displayed and resulted in the pump alarming due to low reservoir. The patient also had an ultrasound. The ultrasound revealed a thick layer of anechoic fluid trapped on the top of the pump and covered the refill entry of the pump. Hypoechoic subcutaneous fat tissue on the top of the pump was normal. No soft tissue edematous signal was noted. The margin of the pump was normal. The ultrasound penetrated the refill entry well. It was noted that 35 cc¿s of fluid were previously aspirated from around the pump. The fluid around the pump was again aspirated on 10/18, and the pump was reprogrammed. A catheter dye study was recommended, but the patient declined. No hospitalization was required, and the patient¿s outcome was noted to be ¿no injury.¿

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial #(B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).